Event description:
It was reported that when using the bd pyxis¿ es server was offline, patient information not crossed from cpsi to the medstations. Nurses had to manually enter patient information and use overrides to dispense ordered medications. Pharmacy was unable to run reports to manage inventory and par. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was offline, so no patient information was crossing from cpsi to any of medstations. A field service engineer (fse) mentioned that bd server specialist had informed that fse was not needed onsite as specialist working with the customer to resolve the issue and fse proceed to cancel the work order. Then tss investigated an issue where all vms were offline in esxi with a device bootstrap was not available error, and the carefusion coordination engine (cce) also showed unavailable. Customer information technology (it) team explained this started after multiple power outages and a damaged backup battery. Tss coordinated with it and the on-call service engineer, reviewed the environment and performed recovery steps and later confirmed the vms were up. The customer then reported errors with pyxis reports not loading. Tss engaged the server engineer, who found the dsserverreports database marked as suspect and restored it from backup. After the fix, extract transform load (etl) ran correctly, reports were functioning, and the customer confirmed all scheduled reports printed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was offline, patient information not crossed from cpsi to the medstations. Nurses had to manually enter patient information and use overrides to dispense ordered medications. Pharmacy was unable to run reports to manage inventory and par. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.